Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. The complaint cannot be determined.

Manufacturer narrative:
Complaint (B)(4): samples have been requested from the customer but have not year been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer reported the tubes underfilled over the last couple months. Multiple users. Tubes collected per IFU. Customer photos provided. Ts provided customer coagulation tube literature and draw volume education for fill indicator.